Event description:
A us distributor reported a monitor does not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up, speaker hums) was confirmed. Upon investigation the monitor was unable to complete incoming functional testing. The cause for the failure was isolated to a defective esd4 component on the computer/analog pca. The root cause for the defective esd4 could not be positively identified. No adverse event resulted from the damaged monitor.